Manufacturer narrative:
B1: adverse event: yes, b2: required intervention: yes, hospitalization: yes, b5, remove health effect clinical code: 4582 , remove health impact code: 2199 b1: adverse event: yes, b2: required intervention: yes, hospitalization: yes, b5, remove health effect clinical code: 4582 , remove health impact code: 2199.

Event description:
It was reported that an occlusion alarm occurred. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed. Reportedly, the customer was hospitalized due to occlusion with diabetic ketoacidosis. Details of the visit were not provided. Reportedly, the customer was using fiasp insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed. There was no reported adverse impact on the customers blood glucose level. Reportedly, the customer was using fiasp insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.